Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a vein. An 8.0 x 40 75cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 4mm distal of the distal edge of the distal markerband and extending approximately 33mm across the balloon material proximally. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a vein. An 8.0 x 40 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was stable.